Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected low reservoir, excessive no delivery or battery alarm anomalies noted. Programmed boluses were deliveryed and recorded properly in the bolus history screen during testing.

Event description:
Customer reported hospitalization due to high blood glucose. Customer experiencing high blood glucose. Customer has changed the infusion sets and insulin several times. The blood glucose reading at the time of the event was 430 mg/dl. Customer treated with manual injection; however, the blood glucose would not decrease. Hospital treated with IV drip. Hospital released the customer when the blood glucose reading was in the 300 range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.